Manufacturer narrative:
Device not returned.

Event description:
During preparation of the device for cardiopulmonary bypass procedure, the user reported that an error message came up saying pump was offline or indicating that module was not working. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.